Manufacturer narrative:
(B)(4). Date sent: 4/1/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the timeline of events? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How many days postoperative did the leak occur? How was the leak identified? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? If an ostomy was created, is it temporary or permanent? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bricker cystectomy was performed using a linear cutting stapler and cartridge. The patient returned to the operating room for a fistula. Intraoperative findings included a small dehiscence of the staple line of the mechanical ileo-ileal anastomosis. The partial anastomotic dehiscence was closed with interrupted sutures. A corrugated drain was placed and extensive pelvic peritoneal lavage was performed at the end of the operation.